Event description:
It was reported by a nurse through a company rep that a recently implanted vns pt experienced hoarseness and became breathless. The event occurred after the pt was programmed on after surgery in the recovery area. Diagnostics were performed on the device and they were indicative of high lead impedance (10,000 ohms). The device was programmed off and the pt was referred for x-rays. X-rays were reviewed by the treating surgeon who indicated all was well with the lead and generator. Further info was received from the pt's caretaker who indicated that the pt remained hoarse and breathless. At the moment, good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.